Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while clearing snow. Customer dismissed alarm and resumed insulin therapy. There was no impact to the customer's blood glucose levels.